Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) was unable to be interrogated. Boston scientific technical services (ts) was consulted and confirmed the programmer that was being used was compatible with this device. Ts recommended contacting a local field representative for further assistance. No adverse patient effects were reported. At this time, this device remains in service.